Event description:
The customer reported that the energy for a second attempted discharge was not delivered. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the energy for a second attempted discharge was not delivered. No adverse pt impact was reported. On 10/24/08 philips evaluated the device and there is no info that supports a malfunction occurred. There were no ECG strips provided from the event and no event summary. In 2008, the hospital biomed reported that the users may have unintentionally disarmed the first hsxl device used by pressing the #2 button to deliver therapy after the device had been charged. Note that the #2 button changes from a "charge" button to a "disarm" button after the charge is complete. The biomed stated that the chaotic circumstances that were present during this cardiac arrest may have contributed to the reported symptom. The device has been returned to use at the hospital, and there have been no reported problems. We are considering this a user error where the disarm was pressed, and no malfunction of the device.